Event description:
It was reported the port had been implanted for approximately 2 1/2 years. The patient had been receiving treatments for sickle cell. During a treatment in 2006 the patient expressed extreme discomfort. The nurse also could not aspirate. The treatment was discontinued and dye was injected under fluoro. At that time a leak was noted 2-3 mm from the port in the catheter. Eight days later the port/catheter were replaced.